Event description:
Boston scientific received information that low shock impedance measurements were detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Patient monitoring through follow up and the remote monitoring system was going to be continued. No adverse patient effects were reported. The device and lead remain in service. Additional information received indicating that the out of range shock impedance measurements were likely caused by electromagnetic interference (emi) as confirmed by boston scientific technical services (ts). Ts further discussed that the shock lead impedance test for this particular device model was more likely to be impacted by strong emi sources. Further, the shock impedance trend appeared to be stable and within range. The last in-office impedance measurements were also in range. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.